Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2012; product ID 5076 implantable pacing lead, implanted: (B)(6) 2006; product ID 507658 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead appeared to have been visibly stretched during the extraction of neighboring leads as seen via fluoroscopy. Lead testing revealed pre-procedural values. The rv lead remains in use per medical judgement. No patient complications have been reported as a result of this event.